Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned in three pieces measuring 7.1, 6.6, and 50.2 cm respectively. Full breach outer insulation degradation was noted 4.5 cm from the connector pin. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.